Event description:
It was reported that the 6600 system locked up with a disk failure error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.